Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the patient was experiencing increased pain. A study was done in 2004, and reported as stalled rotor. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.